Event description:
It was reported that the patient experienced hypoglycemia into the mid 60s, treated with oral fast-acting carbohydrates, removed the ilet, then later noted hyperglycemia after eating without announcing and subsequently reconnected the device, with glucose trending down. Symptoms included feeling fuzzy headed and irritable. Outcomes included prolonged time with blood glucose outside the target range. Investigation included complaint handling and user education on troubleshooting and proper device use. Investigation of this case revealed user-related factors, including device removal during hypoglycemia and unannounced carbohydrate intake, which likely contributed to glycemic excursions. The cause of the initial hypoglycemic event could not be determined. It was concluded that the subsequent hyperglycemic event was related to use error. A device malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.